Event description:
Olympus was informed that during a laparoscopic hysterectomy of the fallopian tube, the device passed the probe test but failed with an abnormal noise. The procedure was completed with a harmonic scalpel unit without any pt injury.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation confirmed the user's experience. The probe tip was broken 10mm from the distal end. The probe tip was not returned with the thunderbeat hand instrument. The teflon pad was shredded and slightly melted with a dark and charred stain in the middle of the grasping section. The device was tested using an esg-400/usg-400 and error code "0509" (ultrasonic level error) was displayed: the device was forwarded to the original equipment manufacturer for further investigation. This report will be supplemented if additional and significant information becomes available at a later time.